Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, the condition of the returned device does not correlate with the reported event.

Event description:
The patient stated that on (B)(6) 2019, he noticed that the start button popped up with the v-go applied on the outer part of his leg. The patient stated that the start button may have popped up when he was shuffling through his pocket but he was able to push down on the start button when he noticed it was released. The patient stated that when he removed the v-go from the infusion site, he noticed that the needle was retracted into the v-go.